Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during a routine system change revision procedure, that this right atrial (ra) lead was an attempted implant. During the procedure the lead was tested and found to have good measurements, although the physician required a significant number of turns to deploy the helix. Once the lead was inserted into the crt-d device, the ra lead exhibited out of range impedance measurements greater than 3000 ohms, and increased thresholds. The physician removed the lead from the header and checked the header for blood, then reinserted the lead into the header, insuring that the lead was fully inserted and pin was visible. Retesting the lead showed impedance measurements of 2400 ohms. The physician decided to replace the lead he felt the lead conductor was likely damaged through possible over rotation of the fixation of the helix. Another ra lead was implanted successfully . No adverse patient effects were reported.